Event description:
It was reported that patient experienced a change in therapy effect following a refill on (B)(6) 2012 where the doctor had turned down the patient's dose. The patient symptoms included sweating (diaphoresis), tremors, and "freezing." The patient's temperature was 95° when the patient was brought to the hospital the day prior to the report on (B)(6). The patient was held for 23 hours then released. The reporter noted that the patient also had a vaginal infection, was diabetic and was having high blood sugars of "199." The reporter had taken the patient's blood pressure and it was 135/101, then 5 minutes later was 152/119. The reporter had not heard any pump alarms. The reporter wanted the pump removed and stated "it is too scary." The patient was at home at the time of the report; however, the reporter planned on taking the patient back to the hospital. It was noted that the primary doctor believed the patient's problems were due to hormones. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.